Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel® dxc 600 pro instrument and identified the failure mode as a defective reagent probe a wash collar valve. The fse replaced the wash collar valve to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).

Event description:
The customer alleged erroneous low creatinine patient results were generated and a leak from reagent probe on their unicel® dxc 600 pro instrument. The erroneous patient results were not reported out of laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. Customer did not provide initial and repeat patient result.